Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the fixation tab came off the suture. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/27/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: it was reported fixation feature breakage intra-op. One empty opened winding former and one dispensed needle-suture of product code sxpp1a301 were received for analysis. During the visual inspection of the used sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the fixation tab of the stratafix came off the suture during use¿.